Manufacturer narrative:
This event also includes device 22929249/ 00733132646975.

Manufacturer narrative:
.

Event description:
On (B)(6) 2021, the patient was treated emergently for a thoracic dissection. The physician implanted two gore¿ tag¿ conformable thoracic stent graft with active control system devices. The patient tolerated the procedure. On (B)(6) 2021, the patient reported the onset of paraplegia. The physician implanted 3 protege bare metal stents to treat the event, which was reported to be due to possible obstruction of a blood vessel. The patient is still reported to be suffering from paraplegia.